Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, excessive no delivery alarm, and prime tests. The motor passed the motor test and no motor error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error during the bolus. Customer's current blood glucose was 90 mg/dl. Inquired if the customer uses the sensor feature on her pump and if she was able to rewind. Customer states they don't use the sensor feature and were able to rewind their pump. Advised customer insulin pump will need to be replaced. No further information was provided.